Event description:
Received information regarding a cartridge alarm 5 during the load process. When the cartridge was removed, insulin was leaking from the bottom. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.